Event description:
An olympus territory manager reported a complaint on behalf of the customer, stating that during an unspecified procedure, the customer had six balloons popped inside of patients. They have all been 18-20mm balloons and believed to all wire-guided. The balloons were completely retrieved from the patient. There was no patient harm reported. This is 3 of 6 reports: #1 of 6: (B)(6) / model bd-410x-2055 / lot #354263, #2 of 6: (B)(6) / model bd-410x-2055 / lot #345028, #3 of 6: (B)(6) / model bd-410x-2055 / lot # ¿unknown¿, #4 of 6: (B)(6) / model bd-410x-2055 / lot # ¿unknown¿, #5 of 6: (B)(6) / model bd-410x-2055 / lot # ¿unknown¿, #6 of 6: (B)(6) / model bd-410x-2055 / lot # ¿unknown¿.

Manufacturer narrative:
No device was returned to olympus for evaluation, as the device has been discarded by the user facility staff after the procedure. The cause of the reported event cannot be conclusively determined. The investigation in ongoing, and if new information becomes available later, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to correct multiple fields. See corrections to: b1, b2, h1, and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation results, which stated that no physical evaluation was performed, as the subject device was discarded by the customer. As a result, defenitive root cause cannot be determined. The legal manufacturer further stated that the likely cause of the reported phenomenon is due to the insertion through scrapping or gouging when passing through the endoscope. No DHR review was conducted, and manufacturing date cannot be determined, since no specific number was provided by the customer.